Event description:
The manufacturer was notified on june 20, 2014 of a mitroflow valve (model unknown, size 23, s/n unknown) that was explanted 9 months post-implant due to valve stenosis. The mitroflow valve was replaced with els magna ease. Subsequent complications ensued resulting in patient death.

Event description:
The manufacturer was notified on (B)(6) 2014 of a mitroflow valve (model unk size 23, sn: unk) that was explanted after 9 months from the implant due to valve stenosis. The mitrflow valve was explanted and another biological valve was implanted (els magna ease). After that the patient died.

Manufacturer narrative:
Result: no details regarding the device serial number or the patient's clinical history were provided in the initial notification. The explanted device was not available. Conclusion: because the device was not returned to the company despite follow-ups, further evaluation is not possible at this time. A review of the manufacturing and material records for the subject valve could not be conducted because the device serial number was not provided.

Manufacturer narrative:
The manufacturer is in the process to obtain more information from the hospital about the reason of patient death, about the clinical history of the patient and serial number of the valve.